Manufacturer narrative:
This report is submitted on november 15, 2023.

Event description:
Per the clinic, the patient developed mrsa infection around the implant site followed by a wound dehiscence. The patient was treated with oral antibiotics for 20 days (specific date not reported) to clear the infection; however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.